Manufacturer narrative:
One opened knife was received with foam protector in a pouch for the report of dull. The returned sample was visually inspected and was found non-conforming with a damaged tip and a damaged cutting edge. Penetration and sharpness testing could not be performed due to the damage of the sample. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edge and damaged tip exhibited on the returned opened samples is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received at the manufacturing site and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
An additional product sample was received at the manufacturing site for evaluation for this report of: "a customer reported that the slit knife and the ophthalmic knife included in the surgical pack were dull. The products were replaced and the procedure was completed without harm to the patient. A product sample has been requested for evaluation. A product sample has been requested for evaluation." This is the second product complaint for the same event.